Manufacturer narrative:
Additional information: one inflation had been performed and when the second inflation was attempted the balloon failed to inflate, the leak was then noticed. There was no sudden or gradual drop in pressure noted on the inflation device. The device was not moved or repositioned in the lesion while inflated prior to the issue. It was not difficult to remove the protective sheath/stylette. The procedure was completed using a 3.0 x 22 mm euphora balloon catheter with no issue. The same inflation device was not used with other devices pre or post the inflation difficulties encountered with this device. Annex a code annex b code annex c code annex d code image analysis: a video provided showed the device being pressurized, with a leak observed around the distal area. However, the exact source of the leak was unclear, and it could not be confirmed whether the leak was due to a burst. Product analysis: the device was returned for evaluation with the balloon in a post-inflated state. An in-house guidewire was loaded into the device. An indeflator was used to try and inflate the balloon but water leaked out through the rx joint indicating a leak in the inner. A visual inspection could not find the leak site on the inner. Correction: excessive force was not used during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphoria balloon catheter, a burst/leak/rupture of the balloon occurred during balloon inflation. When attempting to insert the balloon in the right coronary artery it was unable to proceed for pre-dilation. Inflation pressure of 8 atms was applied prior to the issue occurring. The device was removed for inspection and it was observed that it had a catheter leak. The lesion being treated was mildly tortuous and mildly calcified located in the rca. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. The device was inspected prior to use with no issues noted. Negative prep was not performed. No patient complications have been reported as a result of this event.